Event description:
It was reported that the patient's catheter was removed and replaced due to a break, during a pump replacement for normal pump end of service (eos). A catheter dye study had confirmed a catheter tear. There were no patient symptoms reported and there was no patient injury. Patient recovered without sequelae. The medication in the pump was morphine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2002-(B)(6), explanted: 2012-(B)(6), product type catheter. (B)(4): final analysis of the pump found normal battery depletion. Final analysis of the catheter found a broken catheter body at the distal end. The distal end of segment showed it to be somewhat jagged, indicating more of a result of a break. There was no circular shape of the lumen, which indicated that the catheter was compressed in that area. (B)(4).